Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a root cause of the event could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the caster had broken off of the compact trolley set 1 with missing legs. The issue occurred during an unspecified event. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.